Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a template lost (tl) code as well as an alert for sensing not fully optimized. Data was sent for review which revealed the device had an episode of memory corruption which effected the template. However, a reset occurred which restored the template. No further anomalies were noted. No adverse patient effects were reported.